Event description:
Additional information was received indicating pacing inhibition occurred.

Event description:
Additional information was received indicating that the device was reprogrammed and lead damage was suspected but not confirmed.

Event description:
During a remote follow up, noise resulting in oversensing was observed on the device. Diagnostic imaging was performed and no anomalies were noted. Provocative testing was also performed and the noise was able to be reproduced. No intervention has been performed at this time. The patient was stable and will continue being monitored.